Event description:
It was reported from (B)(6) that during service and repair pre-testing, it was discovered that the motor on the small battery drive device was seized, jammed and heavy moving. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the motor power was too low. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to false and defective material. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.